Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported that during an operation, the patient awoke and gnawed off the inflation line of the microcuff. The operation was completed and the patient was transferred to picu without injury. The patient was not reintubated, because extubation post-surgery was planned for the following day. Per additional information received, an extubation was planned for (B)(6) 2016, and occurred without incident. The patient was x-rayed each day to check for fragments of the inflation line, but none were detected. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without the original packaging. The sample was visually inspected under magnification. It was observed that there was a separation of the inflation line to the endotracheal tube. The separated components appeared to have jagged edges on both the inflation line and the endotracheal tube where the components were previously joined, as if torn or bitten. The complaint is confirmed for device bitten by patient and separating, however, no manufacturing root cause could be identified for the reported issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).